Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. (B)(4).

Event description:
It was reported that a (B)(6) native (B)(6) or other pacific islander female patient who underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis developed an infection in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 790cc gel breast prostheses on (B)(6) 2021.